Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The customer reported that the washer from the ez breathe atomizer fell on his tongue while using the product with asthmanefrin inhalation solution. He reported that he recovered the washer without any medical interventions.